Event description:
It was reported that the insulin gauge was inaccurate and static even though insulin had been delivered over several days. There was no reported impact to the customer¿s blood glucose level. Customer was not able to continue troubleshooting at that time and was advised to call back if further assistance was needed, and no additional information was received regarding the outcome of the event.